Event description:
It was reported that the customer experienced a cgm error with code 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller with the process, which successfully resolved the issue and allowed the customer to start their sensor session.